Event description:
It was reported on (B)(4) 2013 that the patient's implantable neurostimulator (ins) flipped, had poor coupling, and was potentially overdischarged. It was stated that when the caller tried to interrogate the patients device, a message appeared saying the battery was discharged and to charge the battery. The caller stated that "the ins was only able to get two coupling bars." The antenna locale feature was performed and had a "range of 50-54 with no coupling bars." It was stated that about one month prior to report the device was felt "moving around" and since then had not been able to get coupling bars. It was later reported on (B)(4) 2013 that an x-ray confirmed that the ins had flipped. It was stated that one night the patient woke up and the battery was "lying on its side." The patient's healthcare provider (hcp) unsuccessfully tried to flip the ins back manually. It was stated that the patient was not receiving stimulation at the time of report, or was she able to recharge the battery. Surgery was being scheduled at the time of report. It was later reported on (B)(4) 2013 that ins overdischarge was suspected, mainly due to "recharge coupling." It was stated that when the patient woke up and saw the ins lying on its side, it "was back in its normal position, but had migrated to a different spot." Reportedly, she couldn't get coupling after that, and the last recharging session was "two to six months ago." Follow up from the representative stated that overdischarge could not be confirmed, and the patient was still unable to recharge at the time of report. The patient was scheduled for surgery on (B)(6) 2013. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-p4, lot # n310494, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the revision surgery, the battery was found not upside-down (flipped) but buried very deep. The physician decided to implant a new stimulator, as there was no guarantee the battery could be restarted. The patient was reprogrammed. Additional information was requested about the final outcome. If received, a follow up report will be sent.